Event description:
Ous MDR - after an estimated implantation period of 12 months, low impedance values were reported via home monitoring. Furthermore, oversensing was reported during left arm movements. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at approx. 31.5 cm distal to the is-1 connector pin. In that section the insulation body and the coating of the conductor cable to the rv shock coil was found damaged. These findings can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.